Manufacturer narrative:
(B)(4). Method: the complaint 900pt290e humidification chamber was not returned to fisher & paykel healthcare in (B)(4) for investigation. Our investigation is thus based on the information provided by the customer and our knowledge on the product. Results: evaluation of the photograph and information provided in the complaint, chamber was identified to have vertical crack line on the chamber dome. Due to the crack, when the chamber was filled with water, a leak was observed. Conclusion: the reported leak was caused by a crack in the chamber dome. We were unable to determine what had caused the cracking on the chamber dome. However, it is known that during some therapies the backpressures produced in the chamber sometimes are in excess of 80 cmh2o and this may affect the integrity of the chamber. Every mr290 chamber is pressure tested following the manufacturing process to check for any leaks present in the chamber dome due to cracks and other causes. Any chamber which fails this test is rejected. In addition, the pressure test is followed by a visual inspection of each chamber. No cracks in the chamber dome are acceptable. Any chamber that fails this inspection is rejected. The subject mr290v chamber would have met the required specification at the time of production. Our user instructions that accompany the mr290v vented autofeed humidification chamber state the following: "do not soak, wash, sterilize, or reuse this product. Avoid contact with chemicals, cleaning agents, or hand sanitizers." "Set appropriate ventilator alarms." "Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient."

Event description:
A healthcare facility in (B)(6) reported to fisher & paykel healthcare (f&p) representative via our distributor that a 900pt290e humidification chamber was leaking at the base. There was no patient involvement.